Event description:
A other health care professional reported that cassette was installed on the equipment. The vitrectomy handpiece and its components were tested without incident. However, when the vitrectomy handpiece was used, it failed to function despite repeated attempts. Therefore, another cassette was requested from which the vitrectomy handpiece was removed and tested, but this too was unsuccessful where the vitrectomy handpiece fails to aspirate or cut before vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).